Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert and the reported material twisted / bent were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported/noted wrinkled sheath; thus resulting in the reported/noted difficult to insert. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Correction: d2a - common device name. D2b - procode updated. H6 - medical device problem code 1484 removed and updated to 2981.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 6x80 mm absolute pro self expanding stent system (sess) could not be inserted into the 6fr introducer sheath. The stent was noted to be exposed and not flowering. Another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report returned device analysis identified that the stent was not exposed as reported and the sheath was wrinkled. The account confirmed the correct device was returned and that the wrinkled sheath is what was reported as the exposed stent. No additional information was provided.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 6x80 mm absolute pro self expanding stent system (sess) could not be inserted into the 6fr introducer sheath. The stent was noted to be exposed and not flowering. Another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.